Manufacturer narrative:
E1: initial reporter phone:(B)(6). Device evaluated by manufacturer: the returned product consisted of the rotawire device. Product analysis confirmed the spring tip was bent. During product analysis it was observed that the spring tip was bent. It is important to mention that in the event description specifies that the guidewire was wiped with a wet compress. However, the IFU specifies that "the guidewires are coated with a thin film of lubricant which may appear as a white powder. Do not wipe off lubricious coating. The lubricant can cause the guidewire to adhere to the inside of the tube, making unloading difficult. If this happens, gently tap the outside of the coil to loosen the wire. Use care not to stretch or damage the spring tip." It is possible that because the guidewire was wiped, this may have contributed to the observed damage on the spring tip and consequently to the reported issues.

Event description:
It was reported that the burr was stuck on the guidewire. A rotawire guidewire was selected for use and was wiped with a wet compress upon unpacking. The rotawire guidewire and rotapro device were used together during the procedure. During retraction of the devices, the rotapro drill became stuck on the rotawire. The rotawire was removed manually and in dynaglide mode. The rotawire guidewire was removed intact and the procedure was able to be completed with the same rotapro device. No patient complications were reported.

Event description:
It was reported that the burr was stuck on the guidewire. A rotawire guidewire was selected for use and was wiped with a wet compress upon unpacking. The rotawire guidewire and rotapro device were used together during the procedure. During retraction of the devices, the rotapro drill became stuck on the rotawire. The rotawire was removed manually and in dynaglide mode. The rotawire guidewire was removed intact and the procedure was able to be completed with the same rotapro device. No patient complications were reported.